Event description:
This report is for 8 unknown screws. It was reported to synthes USA that a patient was treated for a mid-shaft fractured fibula on an unknown date in (B)(6) 2013 in (B)(6). The patient was implanted with a locking compression plate (lcp) 1/3 tubular titanium plate and 8 unknown screws. On an unknown date the patient presented to the surgeon complaining of pain in the leg. An examination revealed a non union of the fibula. No implants were broken. The patient was returned to operating room on october 16, 2013 where the surgeon removed all hardware. There was no delay to the surgery and the patient was revised to a 3.5mm lcp 10 hole plate. The surgery was completed successfully. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn as no product was received and no part number or lot number was provided. Placeholder.